Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, lot history review, and referring to known similar events, it was presumed that the distal segment of the subject sion guide wire was caught by the deployed stent when the guide wire had been advanced to the bifurcation. As removal attempts were being made, tension exceeding the product design limit might have been locally applied to the distal segment of the guide wire. Consequently, the distal segment of the guide wire was fractured. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that the additional treatment with stent deployment and the wire fragment left in situ were health hazards and therefore reportable. No CAPA will be taken. The instructions for use (IFU) states: [warnings] - observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that an asahi sion guide wire was used for a percutaneous coronary intervention (pci) to treat a mildly calcified and approximately 95%-occluded lesion in the mid segment of the right coronary artery (rca). After successful puncture, attempts were made to remove the subject sion guide wire that had been advanced to the bifurcation but met with strong resistance. When confirmed under angiogram, the subject sion guide wire was found detached, leaving the distal segment of 3mm in length in the distal segment of an existing stent. The location of the wire fragment was accurately identified and the fragment was confirmed covered. A drug-eluting stent (des) (sinomed) was deployed over the fragment and post-dilated. It was informed that chest tightness without pain was appealed by the patient. Later the chest tightness was gone and the patient was discharged.